Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) and a mitraclip ntw (51010a1086) were prepared for use and inserted. The mitraclip was successfully deployed on the mitral valve. A second clip, mitraclip ntw (60203a1099) was then inserted. After advancing the mitraclip ntw (60203a1099) out of the sgc, the m knob was applied. However. It was observed that the clip was mis-keyed. As the clip was retracted closer to the end of the guide, resistance was encountered. Troubleshooting was performed, and the clip was able to be smoothly retracted back into the sgc, aspirated, and the clip was brought back to re-key. The device was re-keyed, advanced again, but it was observed that the device was still not properly keyed. The clip was then retracted back into the sgc a second time with no resistance under fluoroscopy. However, the device still did not key. The clip was retracted back into the sgc a third time with no resistance under fluoroscopy, and the device was keyed correctly. Once properly keyed, the clip was visualized reaching straddle via fluoroscopy and echocardiogram, and continued to steer down, by applying the m knob to the valve plane. However, after the clip grippers were raised and the clip was unlocked, while opening the clip arms, it was observed that the clip had detached from the mandrel completely. It was noted that the only thing left attached to the clip itself was the lock line holding it in place. The lock line was then exposed, hemostats were used to secure both ends of the lock line, the clip was retracted back to the tip of the sgc via the lock line as much as possible, where it was then adjusted to an inverted clip arm angle. After retracting the inverted clip into the sgc as much as possible, the sgc and inverted clip at its tip were slowly brought back across the septum into the right atrium, visualizing the sgc and clip under fluoroscopy down to the groin access site where the sgc and clip delivery system (cds) were removed as a unit, leaving only the lock lines exposed and clip inverted in the right iliac/femoral vein. The lock lines were secured again with the hemostats. Vascular access was then obtained via groin access on the left side. A new sgc and cds were then opened and prepared per instructions for use (IFU) and inserted without issue. The clip was implanted, and the mr was reduced to a grade of 1. It was noted that snaring was attempted to remove the clip, but a decision was made to discontinue the procedure. The procedure was discontinued. It was noted that the patient remained hemodynamically stable throughout the procedure. The patient was transferred to surgery or vascular cutdown to retrieve the inverted clip in the right iliac/vein, and the clip was successfully removed from the patient via femoral vein cutdown. The patient was reported to be stable and discharged home the following day.